Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer contacted philips healthcare to report that the heartstart xl+ displayed a red x. There was no patient involvement.